Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead had dislodged multiple times during the implant attempt in addition to exhibiting high capture thresholds in some locations. After multiple repositioning attempts, the leads helix would not rotate. The lead was removed and replaced.